Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 270mg/dl, and he was treated with an insulin drip. The customer stated that he was vomiting, tired, and thirsty before the event. The caller mentioned that he kept having failed battery alarms even though the battery was changed. Troubleshooting could not be performed as the insulin pump has a black box on the screen flashing on and off, and the buttons were unresponsive. The customer stated that he was not wearing the insulin pump at the time of the hospitalization due to the battery issues. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.